Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implantation procedure, after implanting the lead it was noted that the lead was not capturing and the sheaths could not be used as they were bent. The physician implanted a new lead and completed the procedure. Patient was stable.